Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. When the instrument was disassembled to inspect internal components, the closure indicator was found to be broken and not making contact with the moving trigger. No conclusion could be reached as to what caused the broken clicker issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable. Additional information was requested and the following was obtained:: did the blade tip break off the device? No. Did the tissue pad melt? No. Did the tissue pad completely become detached from the device? No. Or did the device not activate at all? No. Only the tip broke. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Corrected data: upon review of the device evaluation, it was concluded that this event now meets the FDA defined criteria for a reportable event and is being considered a malfunction.

Manufacturer narrative:
(B)(4). Batch # r9569n. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Additional information requested but not received: please clarify the event: can you please follow-up to determine what is meant by " the surgeon found the tip broken even though he didn't activate much as usual." Did the blade tip break off the device? Did the tissue pad melt? Did the tissue pad completely become detached from the device? Or did the device not activate at all?

Event description:
It was reported that during and unknown surgery, the surgeon found the tip broken even though he didn't activate much as usual. There were no adverse consequences for the patient.